Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the clamp had a problem (it got stuck) and did not respond when the jaws were opened or closed. However, no error message was displayed on the robot screen, nor was it indicated that the blade was displaced or out of position. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the vs worked during the majority of the procedure. The issue occurred while sealing the last short vessels, approximately after 2 hours. The nurse team followed their standard inspection protocol with no damage noted. There was no system fault with the intended target was the short vessels. There was no tissue stuck to the jaws. There was no bleeding. The procedure was completed robotically by replacing the vessel sealer with a harmonic instrument.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed and found the primary failure of a dislodged grip ring to be related to the customer reported complaint. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The probable root cause is traced to manufacturing. Additional observation(s) related to customer reported complaint: the instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged. The probable root cause is attributed component susceptibility to damage.